Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in length thoracic aortic dissection. It was reported that, five days post index procedure, a CT revealed isolated filling of the false lumen with no enlargement of the false lumen. The patient was stable and asymptomatic on the date of the CT. Six days post index procedure, the patient presented emergently with hypertension and expired. Per the physician, the cause of death was unknown but could have been device related. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The physician stated that the cause of death could have been related to disease progression of the patient's existing type b dissection. A post-operative CT revealed filling of the patient's false lumen and could have contributed to the event. However, there was no evidence to support the event was caused by device failure since the official cause of death was never determined.